Event description:
Additional information received indicates the device was reprogrammed to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR number: 2938836-2017-24930. During follow-up, decreased sensing was observed on the right ventricular channel of the device. Reprogramming is anticipated. The patient was stable.

Event description:
Additional information received indicates the device and rv lead were explanted and replaced and the patient was stable.